Event description:
While demonstrating an axsym component to a customer, an abbott employee caught their finger in the syringe assembly. The employee has an open fracture of the left fifth digit with a lacerated nail bed. The employee rec'd six stitches and the hand/finger is in a splint. Additionally, the employee rec'd a tetanus shot, antibiotic and pain medicine.